Manufacturer narrative:
The customer discovered that the cc sample syringe was loose. The customer indicated that the syringe had been inadvertently loosened during maintenance. The customer does not know how the syringe had become loose. The customer tightened the syringe and no further leaking was observed. Service was not dispatched for this event since the customer corrected the issue. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a chemistry cartridge (cc) sample probe leak in the unicel dxc 600i synchron access clinical system. The customer indicated that the instrument generated suppressed results with "out of instrument (oir) low" error messages for multiple ccs tests. Upon further review, the customer also noted the following instrument flags: "cc sample probe motion error or timeout", "cc sample delivery subsystem motion error", "rasd error for cc sample probe", "cc sample obstruction error", and "cc sample probe obstruction". The customer also noted that the instrument generated "out of range reagent (orr) low" error messages for the total bilirubin (tbil) and blood urea nitrogen (bun) assays. Upon troubleshooting, the customer found approximately 20 milliliters of fluid underneath the cc sample probe at the instrument's home position in the recessed well molded into the reaction wheel cover. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.